Manufacturer narrative:
(B)(4). Although the exact desired result was not obtained, the device was not removed. Remains in situ. The complainant parts are not expected to be returned for manufacturing review/investigation. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a proximal femur nailing procedure on (B)(6) 2016. The utilized screws were designed to be inserted along a specified path with the assistance of a zig/aiming arm. However, the screw did not go through properly and wound up missing the nail. The surgeon opened the fracture site and manually corrected the screw position with the use of bone cement. In doing so, a suboptimal result was achieved. The procedure was completed with a two (2) hour delay and additional blood loss due to the required medical intervention. This report is 2 of 4 for (B)(4).